Manufacturer narrative:
The sample was collected in a plastic bd lithium heparin plasma tube. Per customer, the sample was icteric (bilirubin result of 4.7mg/dl). Accutni qc was within the customer's established ranges for the past 30 days. The customer sent patient sample to customer product line support (cpls) for additional testing. Cpls was unable to reproduce the customer's elevated values and was also unable to identify heterophile interference. Service was not dispatched for this event as the customer is not questioning instrument performance at this time. A definitive root cause has not been determined to date for this event.

Event description:
A customer contacted beckman coulter inc., (bci) regarding reproducible elevated troponin (accutni) results, within the risk stratification range, generated by the access 2 immunoassay system for one patient. The results were not reported out of the lab. Subsequent testing on an alternate methodology produced discordant, lower result within the normal reference range. The result was reported out of the lab. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.